Event description:
There was a report that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who confirmed the issue and instructed on temporarily addressing it. It was decided that the pump needed replacement. The customer was guided on returning the problematic pump and will continue using the current pump until a replacement is received.